Event description:
The customer alleged that seven employees experienced symptoms when working around the sterrad unit. The four of the seven employees experienced eye and throat irritations. The customer stated that the symptoms have resolved. The customer did not seek medical attention. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Eye and throat irritations: capital equipment, evaluated at customer site. The fse reported the following: performed a planned maintenance (pm) and replaced the oil mist filter. The fse verified the system met the MFR's specifications. The fse performed an empty chamber cycle successfully. Reference mdrs: 2084725-2009-00079, 2084725-2009-00082, 2084725-2009-00083, 2084725-2009-00045, 2084725-2009-00084, 2084725-2009-00080.